Event description:
Scrub nurse developed rash from the wrists up, and hands were dry and cracked. Nurse saw a dermatologist who ordered testing and prescribed cetaphil cleanser, aveeno lotion, clarinex, and oral prednisone (tapered dose). Nurse has been unable to scrub, and has been performing other duties. Nurse tested positive for carba mix, thiuram formaldehyde resin, and apoxy resin.

Manufacturer narrative:
There was no discrepancy observed in the device master history record of the reported lot. Historical trending was done. There was no sample available. The protegrity glove has passed a series of tests prescribed by regulatory agencies for the intended use. The possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process can not be ruled out. It was reported that this nurse is allergic to carba mix.